Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3: one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. No actions have been assigned at this time.

Event description:
It was reported that the pump runs but does not deliver. Patient involvement is unknown. No patient harm/adverse event was reported.